Event description:
The company was informed that on (B)(6) 2012, the patient presented with drainage from the implant incision site. The patient was instructed to apply peroxide and neomycin topical ointment to the incision site. On (B)(6) 2012, the patient presented with an infection and was prescribed 500 mg keflex for 10 days and cactroban 2% ointment to be used twice a day for 30 days. On (B)(6), the patient was advised to stop taking the keflex and begin a prescription of cipro. The patient began taking the prescribed 500 mg cipro twice a day for 7-10 days on (B)(6) 2012. On (B)(6) 2012, the patient's device was visible through the incision site, however the infection had resolved. On (B)(6) 2012, the drainage from the incision site had returned. The patient was then prescribed keflex and cephalexin, 500 mg twice a day for 10 days. The patient continues to take the prescribed keflex and cephalexin and continues to be monitored.